Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached eos (end of service) unexpectedly due to excessive charge time. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The reported excessive charge times likely resulted from a spurious increased battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.